Event description:
The customer reported the following: a patient presented for a thrombectomy procedure of an arteriovenous (av) graft. The physician used an angiojet solent proxi thrombectomy set to treat the occluded av graft. During the procedure, resistance was met when an attempt was made to pull the angiojet device back out of the sheath. After multiple attempts were made, the device was able to be removed through the sheath. Upon inspection of the angiojet catheter, the tip was noted to have been lengthened from its original position. No adverse event was reported.

Manufacturer narrative:
Quality assurance product analysis reviewed the information that was provided by the site. The angiojet solent proxi catheter that was in use during the event is being returned to minneapolis for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.